Event description:
Q: pt was in office for testing, and could not achieve consistent capture at 5v@ 1.0 1ms. Will device still shock successfully? 0: lead impedance have been stable, no noise visible on egm, no sic or any other signs of lead issue. Caller says r-wave amplitude has decreased, but still around 7 mv. R: discussed shock deliver uses completely independent electrodes from pacing/sensing electrodes an high pacing capture shouldn't affect shock delivery. Discussed that atp may not be successful. Discussed that since this is a su lead, that caller should contact stj techserv to see if this is a symptom of any of their lead failure issues. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).